Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 112 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer changed the batteries on the pump and the screen returned. The pump worked as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.